Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that on the 20th of december they turned the therapy off because they were having intense problems including shocking them, giving them cramps and not working and causing all kinds of bizarre stuff going on. The patient stated they spoke with manufacturer representative (rep) at the office and was told to turn it off. The patient also stated that they have all of their symptoms back and they have gotten worse since they turned it off. The patient mentioned that they tried a new program and with the new program nothing was working and wasn't giving them any relief so they went in and talked to their doctor's office and they told them to turn the device off and on and it would work but it did not. The patient then stated they talked to the doctor again and were told to call rep. The patient reported that the urgency was still there and they were still wetting their pants and it was one thing after another. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient has an appointment with rep tomorrow at 4: 10 at the urologist's office to reprogram it.